Event description:
A customer reported a system message was displayed and the system locked prior to a vitrectomy procedure. The pt had received peribulbar anesthesia prior to the case being canceled. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).